Event description:
According to the reporter: the ppceea device tip-top has no function. The knife can't cut the tristaple to do the double stapling in the intestine, so the instrument cannot be removed from the intestine immediately. The case was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).